Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/15/2020. H.6. Investigation: bd received a q-syte closed luer access device from an unknown lot for evaluation. A review of the device history record could not be performed as the lot was unknown. Our quality engineer visually inspected the returned unit and observed no physical/mechanical damage to the device. Next, the unit was tested for leakage in both the actuated and unactuated position. No leakage was observed coming from any component. Based off the visual inspection and leak test the engineer was unable to verify the reported defect. Since no leakage was found a definitive root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device leaked during use. The following information was provided by the initial reporter: adapter leakage.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device leaked during use. The following information was provided by the initial reporter: adapter leakage.